Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. A DHR review could not be conducted because a valid lot number was not provided. A lot history review could not be conducted because a valid lot number was not provided. (B)(4). Per the instructions for use, the user is advised to grasp handle and push foam head straight into the trocar. Do not release or bend vuetip trocar swab. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional FDA product code: oct. Manufacturer narrative: the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, lapvue10, was being used during an unknown procedure on approximately (B)(6) 2021 when it was reported "q-tip came off the shaft." Follow up questioning with the sales representative of the facility found that there was no evidence that the device came into contact with the patient. It is believed that the tip of the device was caught in the trocar. The procedure was completed with "nominal" delay time. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.